Event description:
It was reported that previous index pca hip that was revised to a competitor product where the stryker head remained implanted. The patient dislocated so the competitor product was revised and the head was removed as an intra operative decision. No malfunction noted for the head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. This event reported the use of a pca head with a competitor product, as such this is associated with an off label application. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
It was reported that previous index pca hip that was revised to a competitor product where the stryker head remained implanted. The patient dislocated so the competitor product was revised and the head was removed as an intra operative decision. No malfunction noted for the head.